Event description:
It was reported that a cartridge alarm occurred. The pump was reset and customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.